Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot was performed. In-house testing on strip lot 362444a met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The following was reported via telephone call on (B)(4) 2016. Results are as follows: (B)(6). The time between testing on (B)(6) 2016 was three (3) minutes. Reportedly, this issue has occurred on multiple lots of strips; however, no additional strip lot or results provided. There was no reported adverse patient sequela and no additional information provided.